Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination revealed that the hex lobes of the tightener¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of the tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, noted damage suggests that the tightener was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the tightener becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During several operation the torque has been slipping during tightening. They have another torque on the set, and has been now using this instead. The "riles" are torned down on the torque, giving it no fitting or hold in the set screw when tightening. Where / when did the event occur? Other. What action was taken/required to manage the problem during the procedure? With same like product was surgery time extended as a direct result of incident? No. Are there other enclosed items? (X-rays, photos, cd¿s, clinical data, operation report, or others) please verify: no. Is litigation indicated or pending? No. (B)(6). Concomitant device reported: unknown set screws (part#: unknown, lot#: unknown, quantity: unknown). This complaint involves one (1) device.